Event description:
Mother called to report the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2014. Blood glucose reading was 508 mg/dl. The customer had 2 high blood glucose events and the doctor asked the mother to bring her in. Customer was wearing the insulin pump at the time of the hospitalization. The customer noted that the cannula on the infusion set was bent when she went to the hospital. Troubleshooting was performed and no anomalies were noted. The doctor came into the room and the mother said she will call back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.